Manufacturer narrative:
Qn#(B)(4). The customer returned one sheath ext assembly with dilator for analysis. No definite signs-of-use were observed. Visual analysis did not reveal any defects or anomalies of any kind. The sheath body from the hemostasis valve body to the distal tip measured 4 5/8", which is within the specification limits of 3 7/8"-4 3/4" per the sheath ext assy with dilator graphic. The sheath outer diameter measured .103", which is within the specification limits of .099"-.103" per the sheath ext assy with dilator graphic. The sheath distal tip inner diameter measured .073", which is within the specification limits of .072"-.074" per the sheath ext assy with dilator graphic. The dilator was able to be inserted and removed from the sheath with little to no resistance. Performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The report of a damaged sheath tip was not confirmed through complaint investigation. Visual analysis did not reveal and defects or anomalies. The sheath also met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter tip was blunt and could not enter". A new device was obtained to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter tip was blunt and could not enter". A new device was obtained to finish the procedure. No patient harm reported. The patient's condition is reported as fine.